Event description:
Customer complained of a broken latch and missing screws in the calf support area.

Manufacturer narrative:
The tech determined that the malfunction occurred in the calf support area. The tech replaced the missing screws and broken latches, broken calf support knob, pull handle, roll pin and another set of missing screws. This resolved the issue and the equipment was operating within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.